Event description:
Reporting status: serious injury. Reporting rationale: medical intervention to treat the stenosed lesion. Device issue: difficult to remove. It was reported that the stent was deployed with no issues noted. In the ostium of the obtuse marginal, using a bumper balloon technique (the other balloon was in the circumflex), the quantum maverick balloon was removed. Another picture was taken and the stent appeared fine. The guide wire was removed and slight resistance was felt. When the guide wire was removed, it was noted that the stent had come out with the guide wire. Another xience was then placed to treat the lesion. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that it is possible that the guide wire used during the procedure may have been trapped between the stent and the target lesion post deployment of the xience v stent. It is possible that the trapped guide wire pulled the deployed stent and resulted in the stent's removal from the body on the guide wire. It is also possible that the deployed 3.0 x 12 mm xience v stent was undersized and partially apposed to the vessel wall. This partial apposition possibly contributed to the subsequent stent movement post deployment; however, a conclusive root cause cannot be determined.